Manufacturer narrative:
As reported, the radiopaque tip of the 11 cm. 10 fr. Si brite tip sheath broke off in the patient during the procedure. There was no reported patient injury. The product will be returned for inspection. No additional information was available despite multiple attempts. A non-sterile si brite tip 10f 11cm was received for analysis inside a plastic bag. The catheter sheath introducer was received separated at the distal end. No other anomalies were found. Sem results show that the body external surface presented evidence of scratches and elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. Review of lot 17337749 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿brite tip/distal tip-separated¿ was confirmed due to the condition in which the unit was received. However, the exact cause of the previous mentioned condition could not be conclusively determined during the analysis. Procedural/handling factors, such as stretching or pulling, appear to have impacted the event experienced by the customer. Neither the product analysis nor the device history record review suggests that the event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the radiopaque tip of the 11 cm. 10 fr. Si brite tip sheath broke off in the patient during the procedure. There was no reported patient injury. The product will be returned for inspection. Additional information has been requested. Addendum: the product was received and the distal tip was noted to be damaged.